Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used condition and was decontaminated. Performed visual and functional testing. No observable damage. The device was missing the battery door seals, had scratches on the lens, and latch lock was not responding as expected. High alarm displayed: cassette not attached properly. High alarm silenced: cassette not attached properly. The customer's reported problem was duplicated. The root cause was the dso sensor being inoperable; it did not meet specifications. Replaced the dso sensor to correct the problem. Also replaced the dso bezel, dso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, side label, latch lock, latch lock flex, ground strip, latch handle, and battery door. After the repair the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette not attached error which was found during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.